Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer smelled burning while attempting to charge the pump, and the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. Reportedly, there was something stuck inside the usb port. The customer¿s blood glucose level was 149 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified; however, battery issue could not be verified.